Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a quarter (1/4) inch of vertical free play in the modular chemistry (mc) crane had slipped. Fse reset and tightened silver sleeve on mc crane shaft to resolve the issue.

Event description:
The customer reported obtaining erratic (high) potassium (k) patient results for three (3) patients on their unicel dxc 800 synchron system. The instrument automatically re-ran the erratic results and generated lower k results considered believable. The customer confirmed the repeat results to be correct using another dxc instrument. The repeat results were reported out of the laboratory. There was no impact to patient treatment. Quality controls were within established ranges before and after the event.